Event description:
User received discrepant digoxin result for one patient's sample. Initial result was 3.31 ug/l. This result was reported. The nurse practitioner contacted the lab to have the sample retested and result came out to be 0.97 ug/l and 1.00 ug/l which was consistent with the patient's treatment. No information was provided to determine if patient was adversely affected. If additional information is received, appropriate notification will be provided.